Event description:
Information received indicates the head up function is not working manually or under power.

Manufacturer narrative:
Technician isolated the issue to a faulty valve guide tube. He replaced the head up valve guide tube to repair the bed.